Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 138mg/dl.